Event description:
Boston scientific received information that this right ventricular lead was pacing the atrium. A chest x-ray revealed the lead had dislodged. The leads were wrapped around the device and twiddler's syndrome was suspected. The lead was abandoned surgically and replaced. There was no report of adverse patient effects due to the lead replacement procedure.

Manufacturer narrative:
The lead was abandoned and was not returned for analysis, therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.